Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vaccine leaked from a bd integra¿ syringe with detachable needle while giving an 18 month old an intramuscular vaccine injection. It was reported the liquid leaked on the toddler's skin from the needle/barrel connection. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 6299513 (p/n 305270): manufacturing dates: 11/7/2016 to 11/18/2016. Batch quantity was 232,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6299513 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause is undetermined as no defects were confirmed. CAPA not required based on severity and occurrence level defined for this complaint.